Event description:
A consumer reported that following intraocular lens (iol) implant surgery, she experiences blurry near and far vision. Surgeon reports pt needs to adapt to the lens and does not feel there is a malfunction of the lens.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints for this lot number. This report was mailed to the FDA on: 05/17/2007. Add'l info requested 04/17/2007, 04/19/2007 and 05/03/2007 by phone, fax and mail. Add'l info provided 04/17/2007 and 05/15/2007 by phone and mail.